Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r59t8t. Device analysis: the analysis results showed that one gst60b cartridge reload was returned unfired with 1 double driver out of position, making the reload non-functional. No conclusion could be reached on what may have caused the missing cartridge drivers. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, tried to attach the reload to the body of jaw and it didn't go inside and found out the reload was broken. There were no patient consequences.